Event description:
It was reported that this right ventricular lead exhibited noise and high out of range shock lead impedance measurements. It is suspected that this was due to electromagnetic interference (emi) since measurements were within normal limits prior to an ablation procedure. Follow up with the patient was discussed. This lead remains in service. No further adverse patient effects were reported.